Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user experienced sensor inaccuracies which led to an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the initial escalation analysis, the signal channel displayed low modulation which resulted in mismatch between the sensor readings and fingerstick measurements. Per the analysis the root cause could not be confirmed and the RMA was issued to further investigate the sensor. Upon receipt of the RMA, the sensor (B)(6) was tested in-house, and a qc revealed a loss of chemical performance, which confirms the complaint in-vitro.this pattern is indicative of oxidation of the hydrogel, which is the root cause of the reported inaccuracy.